Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was removed in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in the right eye (od) of the patient on (B)(6) 2015. Reportedly, the patient states she has suffered great pain, suffering, and disability causing the patient to seek further medical treatment. Also, the surgery reportedly caused damage to the patient's cornea. The patient is alleging that the lens was negligently loaded and damaged before being implanted into her right eye. Reportedly, the trailing haptic of the intraocular lens dislodged upon delivery requiring removal of the lens within the initial procedure. No additional information was provided.